Event description:
It was reported that a patient had impedances of 5,000 ohms. It was stated that this is not a blatant open or short. It was stated that this could possibly be a fluid short. It was noted that the patient did not have any symptoms or side effects due to this. It was stated that the impedances were "higher than normal". It was stated that this was not a new system and that is was "changed" over the "last few months". Further information has been requested. If more information becomes available, a follow up report will be sent. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 7426, serial# unknown. Product type: implantable neurostimulator. (B)(4).